Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the peek point on the truespan 12 degree peek device did not come out when the second suture was fired. Another like device was passed to complete procedure. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4). Investigation summary : according to the information provided, it was reported that during an acl reconstruction, a truespan meniscal repair system peek 12 degree was used and when the second suture was fired, the peek point did not come out. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number: 7l74206, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot : please find mre. Product code: 228151. Lot number: 7l74206. There was no non conformance regarding this lot. Manufacturing date: 15 jan 2021. Release date: 04 feb 2021. Expiry date: 31 dec 2023. Quantity: (B)(4). The lot number was inadvertently missed on the initial report; and has been updated to reflect the correct information.